Event description:
On 8/9/1999, the facility's medical assistant informed the distributor's marketing manager of the following: the needles are dull. Samples were taken from two (2) different boxes. The staff does not want to attempt to use them. The facility is returning eight (8) boxes, seven (7) unopened and one (1) opened box), two (2) different lot numbers. No further details were provided.